Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the physician was unable to retrieve electrograms for episodes of oversensing and mode switch. No intervention was performed at this time. The patient was stable.